Event description:
(B)(4). Device covered by (B)(6). Extreme weight gain, prelabor pains, heavy bleeding, periods lasting weeks not days, migraines, random rashes, that wouldn't heal quickly, painful intercourse, numbness/tingling in hands and legs, mainly at night, not rls. Chronic pain in ovaries, reoccurring cysts, not present before device.